Event description:
Boston scientific received information that low shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. All other measurements were within range. A patient initiated interrogation was suggested to check the latest impedance measurements, after which it was going to be decided if a follow up was needed. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.